Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
It was reported that implant was removed due to infection. Discovered during clinical procedure, failed implant @ stage 2. Will return for another implant in future. Symptoms / patient impact: inflammation.